Manufacturer narrative:
Service was dispatched to address the issue. Service performed significant troubleshooting which included cleaning, replacing, rebuilding, and adjusting multiple parts, with no specific hardware issue noted or reported. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the (B)(6) verifies no subsequent issues have been reported since service visit on (B)(6) 2019. Labeling was reviewed and found to be adequate. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed magnesium imprecision on the architect c4000 analyzer. An initial magnesium result of 3.90 mmol/l repeated at 0.77 mmol/l. The falsely elevated result was not reported out of the lab. No adverse impact to patient management was reported.